Manufacturer narrative:
It has been communicated by the customer that the device will be returned to (B)(6) for eval. Once (B)(6) received the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint info was provided by zimmer.

Event description:
During a pt procedure the reamer handle broke while reaming the acetabular. The procedure was completed with another instrument. No pt/user harm or adverse events reported.